Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 (configuration option settings checksum is not 0) alarm was identified during functional testing. The cause of the condition was determined to be a damaged battery. The battery, latch roller, and power cord were replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f94 alarm (configuration option settings checksum is not 0). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.